Event description:
It was reported that a shaft break occurred. A 2.50mm x 15mm emerge¿ balloon catheter was advanced and dilated the target lesion. While removing the device from the patient, the shaft broke near the metal marker closest to the proximal end. The breaking point was out of the body and the lower part of the catheter was easily removed by sliding the distal half of the catheter of the wire by hand. The rest of the procedure was completed in a normal fashion. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no other devices. There was blood in the wire lumen. The balloon was tightly folded. The hypotube shaft was completely separated 46.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was advanced and dilated the target lesion. While removing the device from the patient, the shaft broke near the metal marker closest to the proximal end. The breaking point was out of the body and the lower part of the catheter was easily removed by sliding the distal half of the catheter of the wire by hand. The rest of the procedure was completed in a normal fashion. No patient complications were reported and patient's status was stable.